Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that during the post-dilatation attempt of the heavily calcified and tortuous, circumflex artery, the nc trek balloon dilatation catheter (bdc) was being advanced with anatomical resistance when the proximal shaft was damaged and separated (split/cracked). The device was removed and a different non-abbott bdc was used in the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.